Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-30, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (2,000 mcg/ml, 125 mcg/day) via an implantable pump. Per the hcp, the patient had cerebrospinal fluid (csf) leaking from the system. A dye study was performed and found that the pump was connected to the pump connector. It was unclear where the leak was coming from. The pump and pump connector were replaced on (B)(6) 2019. Good csf flow out of the catheter access port (cap) was confirmed after the pump and pump connector were placed. The issue was resolved at the time of this report. It was noted that the patient denied any falls or trauma. The patient's status was alive - no injury.

Manufacturer narrative:
Device evaluated by MFR: analysis of the catheter identified no significant anomalies. The previously reported evaluation conclusion, method, and result codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-aug-2017, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (2000mcg/ml at 467.5mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported that the hcp did a refill and following the procedure "something didn't feel right" over the pump and it felt "squishy." They did an ultrasound and believed there was about 10ml of fluid over the pump but she was not certain if that fluid was present before the refill or if it was drug or possibly some other fluid. The hcp aspirated the pump reservoir under ultrasound and was able to withdraw 40ml from the pump reservoir, ensuring there was not a pocket fill. She was then able to take out 6ml of fluid from the pump pocket. She planned on sending the fluid for analysis to ensure that it was not cerebrospinal fluid (csf). The radiologist was reviewing the patient's x-ray and was concerned about the point of connection between the pump and the catheter. He would like to proceed with a contrast study. The patient did not have symptoms. There were no further complications reported at this time.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient still had a seroma and a dye study was planned for (B)(6) 2019. The hcp had been keeping an eye on the seroma for a while and there had been no change. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp. It was reported that a catheter study was not done. No further diagnostics were performed. The cause of the fluid over the pump was determined to be a cerebrospinal fluid (csf) leak. No interventions were performed for the csf leak. There was still concern over the connection between the pump and the catheter. No further interventions were planned. The hcp was watching the patient clinically and the patient was doing fine. The dose was higher as of (B)(6) 2019 and the patient did not have withdrawal. There were no further complications reported at this time.